Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative alarm occurred. It was alleged that when, replacing circuits with the device set to standby, touching vent start again. The screen unexpectedly turned red and alarm sounded. The same issue appeared even when the power was turned off and then pressed again. Medical intervention was was given with noninvasive positive pressure ventilation via tracheostomy. Patient was hospitalized. Patients current state is was reported as unconscious. During the evaluation of the flow sensor, the reported problem was unable to be duplicated. The slow sensor was replaced for precautionary measure to address the issue. Since no problem confirmed no further investigation is required at this time.

Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred. It was alleged that when, replacing circuits with the device set to standby, touching vent start again. The screen unexpectedly turned red and alarm sounded. The same issue appeared even when the power was turned off and then pressed again. Medical intervention was was given with noninvasive positive pressure ventilation via tracheostomy. Patient was hospitalized. Patients current state is was reported as unconscious. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.